Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The customer reported that the flexible bixcut reamers are difficult to clean with visible debris left on the reamers after the cleaning process. The customer reported that this affects the flexed area of the devices but not the cannulated section. The devices involved are sizes 8.0. 9.0, 10, 10.5, 14 and 15mm. The customer further reported that they follow the stryker instructions for cleaning which entails manual cleaning, ultrasonic cleaning, and then autoclaving. In this case the reamers were soaked in a detergent bath overnight. The customer has provided 2 images of the reamers which have been rolled onto a white piece of paper and it is possible to see debris coming out of them when flexed. A copy of the tray list used by (B)(4) is also in an attachment which provides special cleaning instructions for this particular array of instruments. The customer wanted to know if there are any additional cleaning instructions which need to be observed when cleaning these devices. New information. The customer has indicated that she done a deep clean overnight and that the bixcut reamers still do not look clean. The customer has indicated that this is the first time that she has noticed issues with the reamers. This kit has been reprocessed in excess of 300 times since the customer has had the set.